Event description:
Surgery notes were received and stated that when trying to connect the generator to the lead, the screw was not working, there was a plastic area, and the screw inlet was popping off the battery. It was noted that they had to wait 20 minutes for the next generator. No other relevant information has been received to date.

Event description:
The suspect product was received by the manufacturer. Generator product analysis was completed. The setscrew was not returned for analysis and the septum was not properly seated in the generator header as received. The bottom of the septum was damaged by the setscrew being backed out too far. Measurements of the septum cavity and septum were within specification. The torque wrench secured and released on a test resistor. No damaged was observed on the hex of the torque wrench. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that the septum plug fell out of the vns generator during attempted vns implantation surgery. Follow up with the company representative revealed that the septum plug did fall out when the surgeon was backing out the setscrew, but it was not believed by the physician that he backed it out too far as he only turned a few times. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The suspect product has not been received by the manufacturer to date. No additional relevant information has been received to date.